Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaking trocars; therefore, the condition of the product could not be verified. Videos attached to the parent complaint were reviewed by the investigation site. Video was blurry and unclear. Video 2 showed a leaking trocar. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned customer video does confirm the trocar leaked as reported by the customer; however since the actual sample was not returned the reason for the leaking cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the valved trocar leaked after removing the cutter from the trocar during a pars plana vitrectomy. The patient's intraocular pressure was 35 millimeter of mercury (mmhg) during the procedure. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.